Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 85 and blood glucose was 344 mg/dl. Troubleshooting was performed and customer was advised on proper sensor usage and calibration techniques. Customer reported that sensor cannula was slightly bent. Customer was advised that sensor would be replaced.

Manufacturer narrative:
Inspected one opened and used enlite sensor. Perform continuity resistance test and sensor failed per specifications. A bent sensor cannula was confirmed.